Event description:
In 2006, it was reported to bsc that during a therapeutic procedure (female patient, age unknown), some bleeding occurred after cutting the papilla. The bleeding was temporarily stopped by treating with "bosumin" and a heatprobe. Following this, anasarca was noted at the papilla with continued bleeding and the procedure was discontinued. The customer reported the patient had slight pancreatitis, however, vital signs and blood tests were normal and the patient is stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.